Event description:
It was reported from austria that before surgery, it was observed that the power drive device had an unspecified defect. During in-house engineering evaluation, it was observed that the control unit was not functioning. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.